Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported, that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2023. The patient experienced inaccurate cgm values which occurred the same day, the sensor had been inserted in the arm. The cgm reading was 57 mg/dl. And the patient self-treated with some sweets. As the cgm value did not rise, the patient went to the emergency room. There they treated the patient with 20% IV glucoses based on the cgm reading. After the treatment they took a bg reading which was 587 mg/dl. Then they treated the patient with 500 ml IV ringer solution (re-hydration) and 50 units of insulin. The patient recovered and was discharged after 3 and a half hours. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session, or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.